Manufacturer narrative:
No lenses were returned to the manufacturer for device evaluation. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient alleges that while using the device he has experienced three separate corneal ulcers in the right (od) eye beginning in (B)(6) 2018. The patient states that during the initial incident in (B)(6) he was prescribed vigamox drops and erythromycin ointment. In (B)(6) 2018 the patient experienced a similar incident and was prescribed the same medications. In (B)(6) of 2019 the patient again experienced a similar incident and was prescribed moxifloxacin drops and erythromycin ointment. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.